Event description:
Customer reports via phone: when loading injector with contrast or saline, when the technologist purges air from the line, the ram continues to advance and they are not able to stop or dis-arm the injector system. Has happened multiple times with side a and b. To date, this had not happened while attached to a patient.

Manufacturer narrative:
Liebel flarsheim manufacturer report: l-f field service engineer (fse) visisted hospital to investigate complaint issue. Fse could not duplicate problem, but found that they were using b-d syringes. Reseated connectors, checked pads and verified correct operation. Unit was returned to full service. Customer will start using l-f syringes, per l f operators manual.